Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the fill port. A crack was observed at the filling port, which caused the 5 fluorouracil to leak from the device. This occurred during filling process. There was no patient involvement. No additional information is available.